Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd886119. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse did not report a cause for the peritonitis, but the patient thinks they had constipation a few days prior which caused the peritonitis. The nurse stated the event was not related to dianeal therapy.